Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage found on the electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump was exposed to moisture, and the device alarmed. Troubleshooting was performed. The customer stated that prior to the alarm the insulin pump was exposed to water, and water underneath the display was observed. No further information was provided.